Event description:
It was reported that there was a hole in the shaft. A 150/20/1 renegade was selected for use. During preparation, a hole was noted in the outer shaft. No patient complications were reported.